Event description:
It was reported that the patient developed staph infection. Symptom of fever was noted. The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient developed staph infection. Symptom of fever was noted. The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts. Additional information was received that the patients spinal cord stimulator (scs) system was explanted.

Manufacturer narrative:
Block d6b: explant date: (b)(602023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079212 / 7079479.